Manufacturer narrative:
The device was received and evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced an over infusion of heparin during therapy (dose, programmed amount and delivery rate unknown). The technician said that the fluid is dripping without the pump running. There was no patient injury or medical intervention associated with this event. No additional information is available.